Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to clinic for a visit and had the log files sent in for review. The event log displayed power cable disconnects, low power hazards, and no external power events (B)(6) at 8:01pm and (B)(6) at 1:05pm while tethered to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the connection with the mpu or the wall outlet, or the house losing power.

Event description:
It was reported that the patient's mpu has a v-lock connector on the ac power cord. The patient denied that the power cord came loose at the wall/outlet or the back of the unit, or that there were any environmental circumstances that would have affected ac power.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of power cable disconnect alarms, low voltage hazards, and no external power alarms active was confirmed via the submitted log file. The heartmate mobile power unit was not returned; however, a log file was submitted. The submitted log file contained data spanning approximately 7 days (15dec2021 ¿ 22dec2021 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on 17dec2021 from 20:01:46 to 20:02:13, and from 20:05:22 to 20:05:30, and on 18dec2021 from 13:05:25 to 13:05:44. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold; the alarms appear to be relate to a loss of ac power. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate iii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.